Manufacturer narrative:
.

Event description:
It was reported that the screw heads broke off during tightening. The broken shafts were left inside the patient.

Manufacturer narrative:
Device is not a single use device that was reprocessed. Device is not available for evaluation. Device was not evaluated by manufacturer. No product was returned as the device remains implanted, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened. (B)(4).